Manufacturer narrative:
The event was notified to the manufacturer through the (B)(6) registry. The site reported this event as unknown for device relation. The manufacturer requested the internal clinical review of this event which assessed as unknown for device relation. As reported in the perceval IFU, stroke is a known potential adverse events associated with cardiac valve replacement with a bioprosthesis. As reported in the scientific literature "stroke is a devastating complication that may occur early or late after operation in patients with prosthetic heart valves and result from embolism, intracranial hemorrhage, or both although intracranial hemorrhage is a relatively rare event except in elderly anticoagulated patients, an embolic stroke may occur in virtually any patient and with any type of valve prosthesis. Risk factors for stroke in the general population include advanced age, atrial fibrillation, coronary artery disease, congestive heart failure, mitral annular calcification, hypertension, diabetes, and smoking. In patients with prosthetic heart valves, these and other patient-related characteristics could interplay with the design of the prosthesis, the site of implantation, and the adequateness of anticoagulation." Ruel, marc, et al. "Late incidence and determinants of stroke after aortic and mitral valve replacement." The annals of thoracic surgery 78.1 (2004): 77-83. Not explanted.

Event description:
The manufacturer was notified of this event from the (B)(6) clinical registry: a perceval size 25mm was implanted on (B)(6) 2012 via mini thoracotomy. Post dilatation ballooning was performed. On (B)(6) 2017, the patient exhibited a stroke. The site reported as unknown for device relation.

Manufacturer narrative:
The manufacturer received additional information from the site indicating that at the patient's follow-ups, no adverse events had occurred. Based on clinical evaluation, it was reported that the stroke was believed to be not valve-related. Based on the information received, there is no known device problem.